Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump stuck in rewind. Customer states that when she rewind the pump, the pump says its rewinding, but the pump piston will not move down and states it stays in the same spot, and changed the battery out and did not resolve the issues. Customer¿s current blood glucose was 228mg/dl. Customer advised to discontinue use of insulin pump and revert to back up plan. Customer also had serter issues like as adhesive gets stuck. Products will be return for analysis.

Manufacturer narrative:
Evaluated 1 open and used quick-serter performed visual inspection and insertion test using a new lab quick-set and an artificial torso. Quick-set was not inserted or released properly due to adhesive inside the serter¿s barrel.